Event description:
The user facility reported that during a patient urology procedure the cystoscope in use became blocked. The surgeon reportedly forced the blockage through causing the blockage to enter the patient's bladder where the scope was in use. The surgeon retrieved the item from the bladder and the facility reported it appeared to be a fragment from the lid of a steris 20 sterilant cup. No injury was reported. The facility declined to provide further information about the patient.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and verified that it was operating properly; both the diagnostic and sterile test cycles passed. In addition, all biological and chemical indicators evidenced passing results. The system 1 processor has remained in use and no further issues have been reported with the equipment. A steris clinical education specialist is scheduled to visit the user facility on (B)(4) 2010 to observe the user facility's scope processing and cleaning practices. In addition, the steris account manager is scheduled to visit the facility's warehouse on (B)(6), 2010 to observe their steris 20 storage/handling practices as the product is not received by the user facility direct from steris. The product is stored in an off-site warehouse and then transported to the facility as needed. Product labeling states: "store upright in cool, dry place. Avoid exposure to extreme conditions such as heat, moisture, sunlight or contaminated substances". These storage conditions should be maintained throughout product handling, transportation and storage. The product should also be used within its labeled expiration date. Steris will conduct in-service training for the hospital staff on the proper use of the system 1 processor and proper handling of s20 sterilant concentrate when on-site (B)(4), 2010.